Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported poor cutting of the vitrector during a procedure and refrained from using it. The procedure was completed after replacing the product with another one. There was no harm to the patient. No additional information is expected.

Event description:
A customer reported that cutting of the cutter was poor during surgery and thus she refrained from using it. The surgery was completed without problems after replacing the product with another one. The condition of actuation and aspiration was unknown. The involved eye and the patient identifier are not available. There's no patient harm.

Manufacturer narrative:
One opened probe was received. The sample was visually inspected and was found to be non-conforming for foreign material on the cutting edge of the port. The sample was then functionally tested for actuation, aspiration and cut and was found to be conforming for all three functional tests. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there is one additional complaint associated with the lot for the reported issue. The returned sample was found to be functionally conforming, therefore poor cutting as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned probe was functionally conforming for all tests. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. The manufacturer internal reference number is: (B)(4).